Event description:
It was reported that the patient had increase in seizures since starting lamictal and had 19 seizures in the last four months. It was also noted that he needed to have his battery replaced. At one point it was noted that the patient reported shocks after changing positions. The last programming history shows that the patient on (B)(6) 2010 was at settings output current= 1.25 ma/ frequency= 30 hz/ pulse width= 500 sec/on time= 30 sec/off time= 1.8 min / magnet output current= 1.5 ma/ on time= 60 sec/ pulse width= 500 sec. The vns generator's diagnostics showed that it had 6.7 years till end of service. Additional information was received which revealed that the patient was at a much more rapid and higher settings which might have lead the generator's battery to deplete faster. Updates showed that the patient on (B)(6) 2013 was at settings output current= 1.75 ma/ frequency= 20 hz/ pulse width= 250 sec/on time= 30 sec/off time= 1.1 min / magnet output current= 2 ma/ on time= 60 sec/ pulse width= 250 sec. Attempts for additional information are in progress.

Event description:
No additional information is available regarding the patient's increased seizures. The patient will be seen later in (B)(6).